Event description:
It was reported that both the right ventricular and left ventricular leads were fractured. The leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead analyzed. (B) (4) no anomalies found; full lead analyzed.